Event description:
A 63 yr old female pt was undergoing elective surgery. While under anesthesia, the pt's rhythm went into v-tach. The staff charged the unit to 200j and discharged the unit. The pt's rhythm did not convert. The staff charged the unit to 300j and a "paddle fault" message appeared on the units monitor screen. The energy was not delivered. The staff checked the unit's connections and charged the unit to 300j. The unit discharged the energy,but the pt's rhythm was not converted. The staff charged the unit to 360j and a "paddle fault" message appeared on the unit a second time. The unit did not deliver the energy. The staff charged the unit to 360j and discharged the unit. The pt's rhythm did not convert. The pt subsequently expired.